Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, moderately tortuous, 99% stenosed, mid left anterior descending artery. After the guide wire crossed the lesion, a 1.2x6 mm trek rx balloon catheter was advanced to the lesion, without resistance, and inflated; however, the balloon ruptured during the first inflation at 4 atmospheres. A new balloon catheter was used successfully to complete dilatation. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was prepped inside the patient anatomy. It should be noted that the preparation for use section of the rx trek/mini trek coronary dilatation catheter instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur.